Manufacturer narrative:
Due to facility configuration changes that were implemented in conjunction with a recent update, the staff were not manually enabling alarms upon initiation of monitoring which lead to the assumption that alarms had been spontaneously disabled. To address the root cause of this complaint, changes to the default alarm settings were recommended and adopted by the customer. Additional instruction was given to the staff.this report is complete and this issue is considered closed.

Manufacturer narrative:
On site testing conducted by a spacelabs field service engineer (fse) confirmed the involved equipment performed to specifications. Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete. Placeholder.

Event description:
Spacelabs received a report that on (B)(6) 2015 at 2:30 p.m. A patient monitored with command module model 91496 and bedside monitor model 91387-28 was found with central venous pressure alarms off. No one was injured as a result of this event.